Manufacturer narrative:
According to the facility the bulb syringe is "compressed and does not inflate". Per the facility "we stock extra bulb syringe in our delivery warmers, so we used them instead". Per the facility there was no reported injury or medical intervention required. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
According to the facility the bulb syringe is "compressed and does not inflate". Per the facility "we stock extra bulb syringe in our delivery warmers, so we used them instead".